Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day, the patient was treated with vancomycin (further details not reported) intraperitoneally (ip) for peritonitis. Twelve days later, during hospitalization the patient's pd catheter was replaced. Two days later, the patient died at the hospital. The cause of the patient¿s death was not reported. It was not reported if an autopsy was performed. It was not reported if the patient had recovered from peritonitis before the time of death. No additional information is available.